Manufacturer narrative:
The address in MFR site, report source section has been corrected.

Event description:
See initial.

Manufacturer narrative:
There was no known patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report results have been provided. Within the report it is stated that the unit has been cleaned and disinfected according to IFU. Through follow up communication, livanova (B)(4) learned that the device is placed inside of the operating room with the fan placed at 90° to the patient and an estimated distance of about 3 meters between the surgery field and the device. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with sphingobium yanoikuyae, sphingomonas paucimobilis as well as an unidentified fungus and gram negative bacillus species. There is no known patient involvement.